Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 32.6 mmol/l. It was also stated that the customer had been getting multiple no delivery alarms. The customer stated that she began using a loaner insulin pump from the hospital, and has not rec'd anymore alarms. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.